Event description:
In 2008, fidia received this report from expanscience, the marketing authorization holder for hyalgan. On the day before, expanscience received the following info from another country's health authorities: three years ago, the female pt, with an unk past medical history, was treated with 3 injections of hyalgan in the knee. On an unk date, the pt was treated with hyalgan in the left shoulder, and she experienced eruption on left ear, erythema, oedema and pruritus. Three months earlier, the pt received one injection of hyalgan 20mg/2ml (indication for use not provided) and on the same evening she experienced serum sickness, urticaria, and fever to 39.5 degrees celsius some days later. The pt was hospitalized on six days later, for fever to 38.7 degrees celsius and urticaria without mucous infringement; she recovered with corticotherapy. No arthralgia. At the time of the reporting, the pt has recovered.